Event description:
A caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Reportedly, customer cleared the alarm and resumed pump therapy.